Event description:
Analysis of the returned device found the main coil prematurely detached inside the microcatheter. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the target coil was found inside the microcatheter and it was stuck at the tip of the microcatheter. There was second coil found inside the catheter and the main coil was found to be detached/separated. The main coil was found to be stretched and kinked/bent. The coil delivery wire was not retuned for analysis. Functional testing not needed as the reported issue was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, 5 coils were previously deployed using the returned sl-10 microcatheter, and there was no allegation against the microcatheter. The subject coil was found to be stuck at the tip of the microcatheter during analysis. The main coil was noted to be stretched, kinked and was detached/separated. There was a second coil also found inside the microcatheter. Based on the information provided, it is most likely that the second coil was one of the five coils previously deployed during the case. It is possible that this coil did not completely detach during the procedure and got stuck at the distal tip of the microcatheter when the delivery wire was withdrawn. As a result, this led to the reported jamming when the subject coil was advanced through the sl-10. Caused by other will be assigned to the as reported (ar) / as analyzed (aa) 'coil jammed' and as analyzed 'device interaction with another device' since the investigation indicates another product caused the issue. An assignable cause of procedural factors will be assigned to the as analyzed 'main coil stretched', 'main coil kinked/bent' and 'main coil prematurely detached/separated during use' as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.